Event description:
It was reported that the implantable pulse generator (ipg) device had an electrical reset. The ipg was reprogrammed back to normal setting and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) of the parameters due to a critical ram parity error logged on (B)(4) 2011 in address "0c 92". Por severity is considered low as device should be able to fully recover after reset.